Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the dh010 would not cut or coagulate while being used with a h1tuv. Another device was used to complete the case. There was no consequence to the patient.